Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. The device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were noted. It could not be determined why the device reported an issue. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure the doctor observed in between the surgery the tip of the probe was broken. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.